Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent primary breast augmentation with two unspecified mentor gel implants. Post-operatively, the patient was diagnosed, via physical examination, with bilateral breast capsular contractures (baker grade IV). As a result, the patient underwent bilateral breast implant removal and replacement surgery on (B)(6) 2023. The replacement devices were: (left) 175cc mentor memorygel breast implant catalog: 3501751bc lot: 9500518 sn: (B)(6) and (right) 200cc mentor memorygel breast implant catalog: 3502001bc lot: 9666741 sn:(B)(6). This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On september 21, 2023, mentor received additional information indicating that the patient also suffered bilateral hypertrophic scarring. During the revision surgery on (B)(6) 2023, the patient also underwent bilateral capsulectomy, and bilateral resection of the breast hypertrophic scars.